Event description:
It was reported that a catheter revision was performed on (B)(6) 2014. It was noted that the patient was not getting good efficacy from their pump. It was reported that the catheter appeared to be clogged, but with scar tissue, not granuloma or crystallization. It was noted that the patient¿s pump was used to infuse morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the catheter, serial number (B)(4), found no significant anomaly; the catheter was incomplete/returned in segments.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an increase in pain back to baseline. It was noted that there was a dose adjustment, boluses, and a dye study. It was reported that there was "negative csf aspiration" and no response to dose change ¿¿¿. Surgery was performed to replace catheter, which is now working well. It was noted that the patient recovered without permanent impairment. It was reported that the catheter required replacement due to dislodgment or kink.